Event description:
This lead was implanted on (B)(6) 2004 and was capped on (B)(6) 2016 due to unknown product performance issue. The physician was dr. (B)(6) at (B)(6) medical center. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).